Event description:
As reported, an edwards bioprosthetic aortic valve was explanted after an implant duration of approximately six (6) weeks due to endocarditis, source is unknown. The exact date of explant was not provided. Based on the follow-up with the health-care provider, the patient was released from hospital and is in good condition. The subject device is not available for return, no reason provided. No other details were provided by the health-care provider.

Manufacturer narrative:
Brand name and model: the subject device is not sold or marketed in the u.s. But is similar to model number "2800"; brand name "carpentier-edwards perimount rsr pericardial bioprosthesis" which is marketed and sold in the u.s. Device not returned. Unfortunately, the subject device was not available for evaluation. Therefore, the device cannot be assessed for any deficiency. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Prosthetic endocarditis of valves is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (usually less than 60 days postoperative) and late (greater than 60 days post-implantation). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis perioperatively, most of which probably occurs intraoperatively. Besides the patient's own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever nonconformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. In this case, the patient suffered from endocarditis approximately 42 days or less than 60 days post-operatively. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. Therefore, the probability of endocarditis related to edwards' bioprostheses is remote. No further actions are possible with the available information.